Event description:
A user medwatch report was received by co on 10/17/96. The report was as follows: when attempting to go on bypass, the venous line was connected and return flow was obtained. Arterial line was connected and did not flow, the filter was clamped off and the bypass line was opened and flow to the pt was started. The case proceeded and completed.